Manufacturer narrative:
Customer returned the pump for cosmetic damage to serial number label, alleged battery charge lasting less than expected, and unexpected battery power loss found on 04-jan-2023. Pump received with high sleep current, problem isolated to the pcb2 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed low battery alerts on 31-dec-2022 07:16:56.000. The power management graph confirmed low battery alert, problem isolated to the pcb2 board. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test pcb2 board. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, broken battery tube threads, label damage(serial number label blank), and pillowing keypad overlay. Confirmed customer complaint of unexpected battery power loss due to pcb2 confirmed customer complaint of cosmetic damage to serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump battery was less than expected and the serial number, and dome label stickers are damaged. Troubleshooting was performed and found that the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.